Event description:
The customer reported that the 9900 system had a corrupted error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed applicable tests during the service call.